Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Patient reported "deflation" and "removal from textured to smooth due to the concerns of the product". Healthcare professional later confirmed. This record is for the right side. Device has been explanted.